Event description:
Philips received a complaint from the service engineer, reporting the occurrence of check vent: backup alarm failed" (diagnostic code 1104) in the v60 device. There was no patient involvement when the issue occurred. There was no patient or user harm reported. The central processing unit (cpu) board was replaced to resolve the issue. Periodic maintenance was performed, and no other malfunction was found.

Manufacturer narrative:
E1. Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
The removed central processing unit (cpu) board was returned to philips for failure analysis. The pil (product investigation lab) technician verified that there was no date code on ls1 of the cpu printed circuit assembly (pca). Using a regulated power supply, 10 volts direct current (vdc) was applied directly to the pins of ls1 while adhering to circuit polarity. The technician verified that the ls1 failed to sound due to cold solder joints. A faulty cpu board was confirmed, causing the reported backup alarm failure. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.